Event description:
Information received by medtronic indicated that the insulin pump's was very noisy. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. (B)(6) 2021 17:58:44 customer reports: pump is very noisy rfr: rewind anomaly the pump history download was successful using thus. Per visual inspection: minor scratched display window, case and keypad overlay. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. The unit power up properly after battery installation. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms noted during testing. However, an unexpected motor noise was noted during rewind. During download review, no evidence of rewind anomalies or motor related alarms found during complaint report date of (B)(6) 2021. Unit was cut open and motor removed. The motor assembly was inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. The motor was tested outside the device and passed. In summary, customer allegation motor noise was confirmed during testing. Motor may have had an intermittent failure not detected during our testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.